Manufacturer narrative:
The customer¿s report of a disconnection of the custom IV tubing set at the stopcock during an infusion was not confirmed. No anomalies were observed on the set during visual inspection. Functional testing was performed; no separation of the tubing from the stopcock or leaks observed. Dimensional testing was performed on the stopcock and the male luer of the proximal tubing portion of the set, both were found to be within manufacturers specifications. The root cause that a custom IV tubing set disconnected at the stopcock during an infusion could not be identified.

Event description:
The customer reported a disconnection of a custom IV tubing set at the stopcock during an infusion. There is no report of leakage or patient harm.

Manufacturer narrative:
(B)(4). The customer¿s report of a custom IV tubing set separating during an infusion was confirmed. Functional testing was performed; when attempting to insert the male luer tip in the female luer of the stopcock the tip would not stay in the female luer. Prior to starting the functional testing the male luer tip of the set and the female luer of the stopcock were microscopically checked for any abnormalities with none being observed. After attempting to engage the devices multiple times without success both surfaces of the engagement were cleaned, the male luer tip was attached to the female luer. A gravity priming was performed with no leaks being observed. An 18 gauge needle was attached to the sets distal male luer and a manual drip infusion test was performed. The test ran overnight for 12 hours with no separation of the tubing from the stopcock or leaks observed. Leak test was also performed; no leaks were detected prior to terminating the test. Dimensional testing was performed on the stopcock and the male luer of the proximal tubing portion of the set, both were found to be within manufacturers specifications. The root cause that a custom IV tubing set separated during an infusion could not be identified.